Event description:
It was reported the lead had high thresholds. The lead was replaced. It was further reported the device had early battery depletion, and it was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found upon analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead had high thresholds. The lead was replaced. It was further reported the device had early battery depletion and it was removed and replaced. No patient complications were reported as a result of this event.